Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 1st of november 2025 and 1st of december 2025 recorded a stable pacing impedance of 1,000 ohms and a stable shock impedance of 55 ohms. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing as well as inappropriate shocks and ICD charging cycles. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Combination product: yes.

Event description:
The electrode was implanted (B)(6) 2011. In 2018, the patient was upgraded to crtd. On (B)(6) 2025 noise events seen on the electrode, which caused multiple inappropriate shocks and eos of the device. The patient was hospitalized. Should additional information be received this file will be updated.